Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinc with loss of capture on the left ventricular lead. A chest x-ray revealed that the lead had dislodged. The pulse generator was programmed to right ventricular pacing. The lead would be monitored.